Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and discovered the bsv (blood sampling valve) probe was plugged and was unable to flush out the clot. The fse ordered a new bsv for installation for a return visit, and returned to the customer's site on (B)(4) 2013. Upon installation of the new bsv, the fse indicated that the red blood cell (rbc) bath did not fill on startup and after re-seating the bsv, the rbc and platelet (plt) background failed. The fse determined that the newly installed bsv was defective (dead on arrival). The fse returned to the customer's laboratory the next day, on (B)(4) 2013, and installed another blood sampling valve (bsv) resolving the issue. The fse verified the instrument' s performance obtaining passing startup, latron, and controls. Failure mode was attributed to: plugged bsv that was replaced on a subsequent visit. Blood sampling valve (bsv) was doa (dead on arrival) upon instrument installation. (B)(4).

Event description:
The customer originally reported to beckman coulter (bec) that samples were not aspirating in the secondary mode on the coulter lh 500 hematology analyzer. The primary mode was operational. No erroneous results were reported out of the laboratory. There was no death, injury, or effect to patient treatment as a result of this event.